Event description:
It was reported that the battery gauge was fluctuating and lead to the pump shutting down. It was also reported that the battery was depleting quickly. The customer's blood glucose was 124 mg/dl. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.